Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. However, the complaint was able to be confirmed via provided photos. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this event. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that over the course of a few months, all of the wire tips broke off of the drivers with the last one breaking yesterday. Healthcare professional then had to retrieve the broken piece of the wire from the joint. No other complications were noted.